Event description:
The customer contacted baxter's technical service center to report a system error 2069 on the home choice (hc) during use, patient not connected. The home patient cycled the power and the alarm cleared but the homechoice reverted to all factory default settings. The baxter technical service representative initiated a swap. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test/evaluation (rite) electrical test and passed the rite functional test. The reported issue was neither confirmed nor duplicated during pal evaluation. The assignable cause for the reported issues was undetermined; no failure or malfunction was identified that could have contributed to or were related to the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A service history review revealed no issues were identified that may have contributed to the issue of the hc reverted to all factory default settings. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.